Event description:
Reportedly, technician was moving the unit while pushing forward on the handle bar. Allegedly, the unit moved backwards and to the right, pinning the technician against the wall. The unit also struck the wall. The technician was treated for minor bruises on the right elbow and wrist.